Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing blood with an unspecified number of bd vacutainer® push button blood collection set, blood leakage occurred from the sides of the needle and air may have been drawn into the blood tube. No adverse impact was reported regarding the patient or user.